Event description:
It was reported that the customer's insulin pump alarmed motor error while she was trying to connect a new infusion set. Troubleshooting was performed that the customer was not able to rewind the device. Ran a displacement test and failed.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed no reservoir during the displacement test as a result of a motor encoder signal being out of phase.